Event description:
(B)(4). Migraine, heavy periods, joint pain, sharp pain in left and right sides, hair loss, memory fog. No other illness or allergy. Had ablation done in (B)(6) 2016. Had both knees scoped 2015.